Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusion codes. The returned device was visually inspected. One knot at rung 4, between c2 and c1, was correct in place. The knot length was approximately 1.5mm, which met specifications. All sutures and stiches of the skit and leaflet were inspected, no missing sutures/stitches were found. Due to the nature of the complaint, no applicable functional testing or dimensional inspections were performed. The event was not confirmed as the alleged physical defect is not present on the returned device; therefore, an engineering evaluation is not required. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events were found. There were no other complaints associated with the serial number. During manufacturing of the sapien 3 ultra valve, the valve, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and device preparation training manual were reviewed. The team is instructed to verify final thv size and correct time to unpack thv with operating physician. Examine thv box and jar. Remove thv and holder without touching tissue using hemostats or forceps. Check for frame or tissue damage. Do not use if damaged. If container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv/holder assembly in first bowl of >= 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Thv should not come in contact with identification tag, bottom or sides of rinse bowls. No other objects should be placed in rinse bowls. Thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of >= 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde. Leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU/training deficiencies were identified. As the event was not confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training defiencies were identified during evaluation, a product risk assessment escalation is not required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions are required. The event was not confirmed based on the observation from returned device. A review of the DHR and lot history did not reveal any indications that a manufacturing nonconformance was the source of the complaint events. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during device preparation for an implant of a 26mm sapien 3 ultra valve, by transfemoral approach, it was noticed that the device was not sutured correctly, at the point where leaflets should be sutured together, at the outside of stent frame'. Per visual inspection of the return device, no missing stitches and sutures were found, and a suture knot was slightly obvious from the appearance of returned valve, however, it met the specification and place in correct location. A definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during device preparation of a 26mm sapien 3 ultra valve for a tf tavr case the device was observed to not be sutured correctly at the point where the leaflets should be sutured together at the outside of stent frame. The device was not used for the case and another 26mm sapien 3 ultra was used to finish the procedure with good outcome for the patient.